Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision of right hip on (B)(6) due to infection and stem subsidence. It was reported that revision surgery of left hip was done at (B)(6) and right hip was done at (B)(6) due to infection. Information of the primary implant was not received now. When the revision surgery of right hip, the v40 head +10mm(6260-9-336) was implanted to exceter stem(0580-1-044) because the stem was implanted deeper that planned. The sr explained to the surgeon that it was use outside of indication. But the stem was revised and the operation was finished.